Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was having issues with her sensor and blood glucose readings. She was receiving low readings when her blood glucose level was not low. Customer's sensor glucose reading was 105 mg/dl but her blood glucose level was 42 mg/dl. Her sensor and blood glucose difference was not within an acceptable range. She treated her low blood glucose level by drinking juice. The device was not returned.